Event description:
Event verbatim [preferred term]; the needle get plugged [needle issue]; device was jammed and does not administered the dosage in a fluently [device mechanical issue]; device was jammed and does not administered the dosage in a fluently [device delivery system issue]; diabetic ketoacidosis [diabetic ketoacidosis]. Case description: study ID: (B)(6) patient support program. Study description: trial title: patient support program specialized in health. Develop programs of relationship and fidelity to clients, products, respecting language, particularities and positioning as to target audience. Also involved in pv activities. Patient's height, weight and body mass index was not reported. This serious solicited report from chile was reported by a consumer as "the needle get plugged (needle plugged)" with an unspecified onset date , "device was jammed and does not administered the dosage in a fluently (device mechanical jam)" with an unspecified onset date, "device was jammed and does not administered the dosage in a fluently(device delivery system improper flow)" with an unspecified onset date, "diabetic ketoacidosis (diabetic ketoacidosis)" beginning on (B)(6) 2022 and concerned a (B)(6) female patient who was treated with novofine 32g 4mm (needle) from unknown start date for "device therapy", novofine 4mm (32g) (needle) from unknown start date for "device therapy", novorapid flexpen (insulin aspart) from unknown start date for "drug use for unknown indication". Current condition: diabetes mellitus (type and duration not reported). Concomitant medications included - toujeo (insulin glargine). On an unknown date novofine needles get plugged and did not allow administering the medication fluently. It was also reported that device was jammed and it did not administer the dosage fluently. When insupen needles were used, patient did not face any issues. On (B)(6) 2022, the patient was hospitalized due to abdominal pain, vomiting, nausea and hyperglycemia and the lab tests were performed and patient diagnosed with diabetic ketoacidosis. The patient was admitted at ICU for medical handling. The patient is currently discharged (on an unspecified date), in good conditions. Batch number of novofine 32g 4mm: 20h01x; batch number of novofine 4mm (32g): 20g09x; batch number of novorapid flexpen: lr7ag50. Action taken to novofine 32g 4mm was not reported. Action taken to novofine 4mm (32g) was not reported. Action taken to novorapid flexpen was not reported. The outcome for the event "the needle get plugged (needle plugged)" was not reported. The outcome for the event "device was jammed and does not administered the dosage in a fluently (device mechanical jam)" was not reported. The outcome for the event "device was jammed and does not administered the dosage in a fluently (device delivery system improper flow)" was not reported. The outcome for the event "diabetic ketoacidosis (diabetic ketoacidosis)" was recovered. Reporter's causality (novofine 32g 4mm) - the needle get plugged(needle plugged): unknown. Device was jammed and does not administered the dosage in a fluently (device mechanical jam): unknown. Device was jammed and does not administered the dosage in a fluently (device delivery system improper flow): unknown . Diabetic ketoacidosis (diabetic ketoacidosis): unknown. Company's causality (novofine 32g 4mm) - the needle get plugged (needle plugged): possible. Device was jammed and does not administered the dosage in a fluently (device mechanical jam): possible. Device was jammed and does not administered the dosage in a fluently (device delivery system improper flow): possible. Diabetic ketoacidosis (diabetic ketoacidosis): unlikely. Reporter's causality (novofine 4mm (32g)) - the needle get plugged (needle plugged): unknown. Device was jammed and does not administered the dosage in a fluently (device mechanical jam): unknown. Device was jammed and does not administered the dosage in a fluently (device delivery system improper flow): unknown. Diabetic ketoacidosis (diabetic ketoacidosis): unknown. Company's causality (novofine 4mm (32g)) - the needle get plugged (needle plugged): possible. Device was jammed and does not administered the dosage in a fluently (device mechanical jam): possible. Device was jammed and does not administered the dosage in a fluently (device delivery system improper flow): possible. Diabetic ketoacidosis (diabetic ketoacidosis): unlikely. Reporter's causality (novorapid flexpen) - the needle get plugged (needle plugged): unknown. Device was jammed and does not administered the dosage in a fluently (device mechanical jam): unknown. Device was jammed and does not administered the dosage in a fluently (device delivery system improper flow): unknown. Diabetic ketoacidosis (diabetic ketoacidosis): unknown. Company's causality (novorapid flexpen) - the needle get plugged (needle plugged): possible. Device was jammed and does not administered the dosage in a fluently (device mechanical jam): possible. Device was jammed and does not administered the dosage in a fluently (device delivery system improper flow): possible. Diabetic ketoacidosis (diabetic ketoacidosis): unlikely. Preliminary manufacturer's comment: 23-feb-2022: the suspected device novofine needle has not been returned to novo nordisk for evaluation. No conclusion is reached. Batch number is available. Batch trend analysis or reference sample analysis will be performed.

Event description:
Case description: batch numbers: novofine 32g 4mm: 20h01x novofine 32g 4mm: 20g09x novofine 32g 4mm: not reported investigation results: product: novorapid flexpen; batch number : lr7ag50 a reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. Based on investigations made according to attachments 01_fp and 02_maintenance_evaluation, we can conclude that the investigations are considered sufficient. There was no additional information to be considered concerning, batch record and nc/deviation related to the batch were reviewed. None abnormality or discrepancies were found and there was not a probable cause for cannot delivery in the assembly process. So, the integrity of the batch can be guaranteed. The batch documentation has been reviewed and found to be normal. Both pens: a visual examination of the returned products were performed. The dose accuracy was measured by weighing. The results were found to comply with specifications. During examination of the products, no irregularities related to the complaint were detected. Chemical analysis, including ph testing, of the returned sample(s) was performed. A visual examination of the returned product was performed. Both pens had a gap between the rubber plunger and the piston rod. As a consequence, the washer is separated from the piston rod. Priming to expel air or flow check must be performed according to instructions. The observed problem was due to incorrect handling of the pens. Product: novofine 32g x 4mm; batch number : 20h01x microscopic examination performed. The needles were tested for flow with measure threads. A visual examination of the back needle of the reference sample was performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. An examination of a reference sample showed nothing abnormal. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The batch documentation has been reviewed and found to be normal. Product: novofine 32g x 4mm; batch number : 20g09x microscopic examination performed. A visual examination of the back needle of the reference sample was performed. The needles were tested for flow with measure threads. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. An examination of a reference sample showed nothing abnormal. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The batch documentation has been reviewed and found to be normal. Product: novofine 32g x 4mm; batch number : unknown a visual examination of the returned product was performed. The returned needles have been tested for flow through the needle tube. During testing it was possible to deliver preparation. One needle, which has been used for injection by the user, was blocked upon receipt of the complaint sample. Dose delivery was not possible and the dose accuracy may be affected. The problem with the needle was due to incorrect handling during use. Since last submission the case has been updated with the following: - investigation results updated for all the products - b, c, d and g codes updated - narrative was updated accordingly final manufacturer's comment: 14-jul-2022: the suspected device (novofine 32g 4mm, unknown batch number) has been returned to novo nordisk a/s for the investigation. Upon investigation, one needle, which has been used for injection by the user, was blocked upon receipt of the complaint sample. Dose delivery is not possible and the dose accuracy may be affected. The problem with the needle is due to incorrect handling during use. The fault is obvious to the user, as the needle blocks and can't be used. A spare needle should be used. If no spare needle is available or if the user does not notice the fault, then no dose will be delivered. In case of an insulin product, the patient may experience hyperglycaemia. 14-jul-2022: the suspected device (novofine 32g 4mm, batch number 20h01x) has been returned to novo nordisk a/s for the investigation. Upon investigation, device was fond to work as per specification. The batch documentation has been reviewed and found to be normal. Reference sample analysis was normal. Since no faults were found on the returned needle and only very limited information regarding the patient's handling of the suspected device is reported in the case, it is not possible to identify a clear root cause in relation to functionality of novofine needle. 14-jul-2022: the suspected device (novofine 32g 4mm, batch number 20g09x) has been returned to novo nordisk a/s for the investigation. Upon investigation, device was fond to work as per specification. The batch documentation has been reviewed and found to be normal. Reference sample analysis was normal. Since no faults were found on the returned needle and only very limited information regarding the patient's handling of the suspected device is reported in the case, it is not possible to identify a clear root cause in relation to functionality of novofine needle. 14-jul-2022: the suspected device novorapid flexpen has been returned to novo nordisk for evaluation. Upon investigation, both pens were found to function normally. Batch documentation and reference sample analysis was normal. However, both pens had a gap between the rubber plunger and the piston rod. Consequently, the washer is separated from the piston rod. Failure to equalize a large air gap before dosing may cause several instances of no dose of drug, which for all the drug products covered by this code may result in hyperglycaemia. The observed problem is due to incorrect handling of the pen. H3 continued: evaluation summary product: novofine 32g x 4mm; batch number : 20g09x inv-0740606:only sealing papers were received for investigation.the sealing papers were examined but no conclusive investigation could be made based on them. Please forward the complaint sample for further investigation. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. ------------------------------------------ inv-0751192:microscopic examination performed. A visual examination of the back needle of the reference sample was performed. The needles were tested for flow with measure threads. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. An examination of a reference sample showed nothing abnormal. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The batch documentation has been reviewed and found to be normal.

Event description:
Case description: patient's height, weight and body mass index (bmi) were not reported. This serious solicited report from chile was reported by a consumer as "the needle get plugged(needle plugged)" with an unspecified onset date, "device was jammed and does not administered the dosage in a fluently(device mechanical jam)" with an unspecified onset date, "device was jammed and does not administered the dosage in a fluently(device delivery system improper flow)" with an unspecified onset date, "diabetic ketoacidosis(diabetic ketoacidosis)" beginning on (B)(6) 2022 and concerned a 17 years old female patient who was treated with novofine 32g 4mm (needle) from unknown start date for "device therapy", novofine 32g 4mm (needle) from unknown start date for "device therapy", novofine 32g 4mm (needle) from unknown start date for "device therapy", novorapid flexpen (insulin aspart) from unknown start date for "drug use for unknown indication". Batch numbers: novofine 32g 4mm: 20h01x novofine 32g 4mm: 20g09x novofine 32g 4mm: asku novorapid flexpen: lr7ag50; action taken to novofine 32g 4mm was not reported. Action taken to novofine 4mm (32g) was not reported. Action taken to novofine 32g 4mm was not reported. Action taken to novorapid flexpen was not reported. Reporter's causality (novofine 32g 4mm) - the needle get plugged(needle plugged) : unknown device was jammed and does not administered the dosage in a fluently(device mechanical jam) : unknown device was jammed and does not administered the dosage in a fluently(device delivery system improper flow) : unknown diabetic ketoacidosis(diabetic ketoacidosis) : unknown. Company's causality (novofine 32g 4mm) - the needle get plugged(needle plugged) : possible device was jammed and does not administered the dosage in a fluently(device mechanical jam) : possible device was jammed and does not administered the dosage in a fluently(device delivery system improper flow) : possible diabetic ketoacidosis(diabetic ketoacidosis) : unlikely reporter's causality (novofine 32g 4mm) - the needle get plugged(needle plugged) : unknown device was jammed and does not administered the dosage in a fluently(device mechanical jam) : unknown device was jammed and does not administered the dosage in a fluently(device delivery system improper flow) : unknown diabetic ketoacidosis(diabetic ketoacidosis) : unknown company's causality (novofine 32g 4mm) - the needle get plugged(needle plugged) : possible device was jammed and does not administered the dosage in a fluently(device mechanical jam) : possible device was jammed and does not administered the dosage in a fluently(device delivery system improper flow): possible diabetic ketoacidosis(diabetic ketoacidosis) : unlikely reporter's causality (novofine 32g 4mm) - the needle get plugged(needle plugged) : unknown device was jammed and does not administered the dosage in a fluently(device mechanical jam) : unknown device was jammed and does not administered the dosage in a fluently(device delivery system improper flow) : unknown diabetic ketoacidosis(diabetic ketoacidosis) : unknown company's causality (novofine 32g 4mm) - the needle get plugged(needle plugged) : possible device was jammed and does not administered the dosage in a fluently(device mechanical jam) : possible device was jammed and does not administered the dosage in a fluently(device delivery system improper flow) : possible diabetic ketoacidosis(diabetic ketoacidosis) : unlikely reporter's causality (novorapid flexpen) - the needle get plugged(needle plugged) : unknown device was jammed and does not administered the dosage in a fluently(device mechanical jam) : unknown device was jammed and does not administered the dosage in a fluently(device delivery system improper flow): unknown diabetic ketoacidosis(diabetic ketoacidosis): unknown company's causality (novorapid flexpen) - the needle get plugged(needle plugged) : possible device was jammed and does not administered the dosage in a fluently(device mechanical jam) : possible device was jammed and does not administered the dosage in a fluently(device delivery system improper flow) : possible diabetic ketoacidosis(diabetic ketoacidosis) : unlikely since last submission the case has been updated with the following: - novofine needle 32g 4mm added as suspect. Narrative was updated accordingly. No further information available references included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2022-00017. Reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a. MFR. Rpt. # reference ID#: 9681821-2022-00016. Reference notes: medwatch 3500a MFR. Report number.